Manufacturer narrative:
(B) (4). The pump was returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The pt did not experience pain relief. There was a pump reservoir volume discrepancy; there was suppose to be approx 3 cc of medication left in the pump and the physician quit pulling medication at approx 12 cc. No rotor study was done. A catheter dye study was done and indicated that the catheter was not in the intrathecal space and that there was a possible tear along the catheter. The hcp decided to replace the pump and start with a new system for a number of reasons; they were noted to be that the pt and the family wanted the pump replaced; the early replacement indicator would have meant a pump replacement in a couple of years, and the volume discrepancy. There was no pt injury associated with the event. The pt recovered without sequela after device replacement. The pump was used to deliver fentanyl, bupivacaine, clonidine, and baclofen.